Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended adn put back into service.

Event description:
It was reported that the system had a cine hard drive fault and had a loss of cine function. There was no patient injury or death reported.